Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
On (B)(6) 2022, it was reported by a facility representative via a medwatch email that an ar-13995n multifire scorpion needle tip broke. The broken fragments was not retrieved and it could be view via x-ray during a post-operation visit. This was discovered during a shoulder scope procedure on (B)(6) 2022. No further information has been given at this time.